Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 24 mmol/l with symptoms of nausea, blurred vision, and medium ketones. The patient did not receive any treatment above and beyond the normal course of diabetes management. During the course of troubleshooting the reporter stated that the patient had incorrectly programmed the basal rates into the pump. This is considered to be use error of the device. The patient had also undergone a recent change in stress levels. This complaint is being reported due to the patient experiencing a hyperglycemic event while on the pump as a result of use error.